Manufacturer narrative:
(Secondary intervention).

Event description:
An unk size endeavor resolute rx drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. Lesion morphology was reported to be severly tortuous. It is unk if the lesion was pre-dilated. It was reported that the stent came off in the lad. The stent was crushed into the vessel wall. The pt is reported to be fine. Please note that this device (endeavor resolute/lot number unk) is distributed outside the united states; however, it is similar to the united states distributed product endeavor.